Event description:
It was reported that the surgeon inserted a micl 12.6 visian implantable collamer lens and the lens was inserted upside down. The lens was removed and the backup lens was implanted without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product showed that the corner of a haptic plate was torn off and missing. There was a clear surgical residue on the lens.